Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with many non-sustained tachy episodes and double counting shown on the electrogram. It was also noted that the lead showed one occurrence of an impedance jump in rv defib coil and threshold was slightly increased. Reprogramming was performed to change the sensing vector to true bipolar. The lead remains in use. No patient complications have been reported as a result of this event.